Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of death, thrombosis and ventricular fibrillation, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Additionally, it was reported that the graftmaster was deployed with a max pressure of 10 to 12 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx graftmaster 4.0x19 device is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2016, the patient presented with free perforation with extravasation in the left anterior descending (lad) coronary artery. Due to the large size of the perforation, two graftmasters, a 2.8x16 and a 4.0x19 rx graftmaster covered stent, were each deployed at 10 to 12 atmospheres and the perforation was sealed. While there was not a device issue with either stent, the patient developed stent thrombosis in both graftmaster stents, resulting in ventricular fibrillation arrest followed by return of spontaneous circulation. The in-stent thrombosis was successfully treated with aspiration thrombectomy and ballooning for both stents. The patient died (B)(6) 2016 from progressive right ventricular dysfunction in the setting of known prior severe pulmonary hypertension. In the opinion of the physician, it is possible that use of these graftmaster stents may have caused or contributed to the patient death since the in-stent thrombosis had resulted in the ventricular fibrillation. No additional information was provided.